Event description:
It was reported that during eri change out, it was noted that the rv distal setscrew was stripped and had both a and rv noise. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported noise was verified via review of the stored egms. However, analysis could not determine the cause. The device sensed and paced appropriately throughout testing no anomaly was found.